Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer was unable to complete troubleshooting because insulin was needed, so customer independently replaced cartridge and then resumed insulin delivery. No additional information was provided.